Event description:
The account reported to baxter clinical education a transfusion reaction that occurred after transfusion of 5 to 10 ml of a single donor apheresis platelet filtered with 4c4502 product code. The pt experienced nausea, cyanosis and a decrease in blood pressure to 60/40 when the transfusion was discontinued. The pt was transferred to ICU for observation. The pt did not experience a rise in temperature of a degree or more due to the transfusion reaction. Follow-up with the physician at the account 5 days later indicated that the pt had fully recovered from the transfusion reaction and did not require medical intervention other than discontinuing the transfusion and monitoring in ICU. The pt was not treated for possible bacterial contamination from the platelet transfusion due to the initial positive test result on the platelet apheresis not being confirmed per the physician.